Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a return of symptoms on (B)(6) 2017 that was not related to positional movement. Troubleshooting showed that stimulation was on and the patient was assisted with increasing stimulation. It was noted that troubleshooting resolved the reported issue. No further patient complications are anticipated or expected as a result of this event.